Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: external damage to lcd/cs housing, no; external physical damage, no. Functional tests & results: lcs/cs jaw not open/close correctl, no; lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info rec'd, no conclusion could be reached as to what may have caused the reported incident. The housing was rec'd in good condition. The blade was not returned with the housing. As the blade was not returned, further functional testing could not be performed. Therefore, the alignment of the jaws could not be evaluated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a laparoscopic splenectomy procedure. It was reported the lcs15 would not assemble properly prior to the case getting started. The jaws of the device would not align properly. Another lcs15 was opened to complete the procedure. The sales rep is only returning the handle portion of the device. There was no consequence to the pt.